Event description:
It was reported that a small coronary sinus dissection occurred when preparing for a lead implant. After the coronary sinus was incannulated by way of ep catheter, the physician advanced the cps over the ep catheter into the coronary sinus. The physician stopped the procedure and implanted a single chamber ICD. At end of the implant, echo revealed a very small effusion. It was uncertain whether tool(s) or implant technique caused the dissection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.